Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to verify weak battery alarm or perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display anomaly. Pump had cracked case at display window corner and minor scratched display window.

Event description:
It was reported that customer received a weak battery alart. Customer's blood glucose was unknown. Insulin pump would be replaced.